Event description:
Litigation papers allege patient suffered past and future medical and related expenses and costs; past and future physical pain and suffering; pain and discomfort; difficulty ambulating; anxiety; fatigue; irritability; elevated chromium cobalt levels; past and future mental pain and anguish; past and future disability and impairment; past and future scarring and disfigurement; past and future loss of enjoyment of life; loss of support and services.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.